Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the metal on the inside of the laryngoscopes appears to be flaking off. Flaking is accruing on inside of the lumen of the scopes. There was no patient injury.

Manufacturer narrative:
(B)(4). Device history report was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 522191. One sample of 522191 lot h7 was received for evaluation. The inner lumens were inspected but no debris was observed. Observing the scope from the distal end a small burr was noted. The device was returned to the manufacturing site for further evaluation of the burr. Additional review noted that this area was fully deburred in post-production. I attempted to remove the burr with a probe but it is firmly attached to the inner surface of the instrument. Being firmly affixed - it poses no risk to the patient. The region of the burr is highly restricted and not easily visible. This is an isolated incident with minimal risk to the patient. One sample of 522191 lot h7 was received for evaluation. The inner lumens were inspected but no debris was observed. Observing the scope from the distal end a small burr was noted. The device was returned to the manufacturing site for further evaluation of the burr. Additional review noted that this area was fully deburred in post-production. I attempted to remove the burr with a probe but it is firmly attached to the inner surface of the instrument. Being firmly affixed - it poses no risk to the patient. The manufacturing site removed the burr and returned the device which was subsequently returned to the customer. The product line will be monitored for additional instances beyond this single customer experience which resulted in 3 separate complaints.

Event description:
It was reported that the metal on the inside of the laryngoscopes appears to be flaking off. Flaking is accruing on inside of the lumen of the scopes. There was no patient injury.